Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams ambicor penile prosthesis due to unspecified reason. Additional information received stated that the device was no longer working. The patient status post surgery was no complications.